Event description:
The account has experienced priming issues on 3 different occasions with different lot #s on the handpieces so we think there may be a problem with the console. All issues were pre-procedure before patients were even in the room. All issues were resolved by disconnecting the handpiece and using a new one. Also, the buttons on the screen don't work well.